Manufacturer narrative:
Follow-up #1: date of submission 07/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2016 at 11:17 and manually resumed at 11:29. The pump was manually suspended on (B)(6) 2016 at 17:20 and manually resumed at 17:29. The last basal delivery and the last bolus delivery were on (B)(6) 2016. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of testing, the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. The initial allegation could not be duplicated or observed during the investigation. Unrelated to the initial allegation, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose in the 400 mg/dl range with symptoms of nausea, frequent urination, and large ketones. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump following the alleged issue. The reporter reviewed the pump¿s history and settings with a customer technical support representative and found that the basal delivery totals in the recorded total daily dose of insulin did not match. It was determined that this variation was due to the basal edit screen being accessed. The reporter stated that the pump¿s basal rates had been adjusted by the patient¿s healthcare provider in relation to the alleged issue. Troubleshooting did not indicate any pump malfunctions, however a cause for the alleged bg excursion could not be identified. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.